Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6) via synthes (B)(4) stating that there was "residue in the sterile packaging." The device was not used in surgery. There were no injuries or medical intervention reported. There was no contact information from (B)(4) available. No add'l info was provided.